Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field svc rep performed testing and investigation at the user facility. During testing, the pump did not alarm when a distal occlusion was present. This was due to the collar nut was out of adjustment. The cause for the collar nut to be out of adjustment could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).